Event description:
It was reported that during a thyroidectomy, "the physician did not feel the homeostasis was adequate" from the ultrasonic scalpel. The scalpel was used for the remainder of the case and the physician used a bipolar device to complete homeostasis after using the scalpel. No patient injury was reported by the user facility.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. A visual examination of the device revealed an indention in the teflon pad. The scalpel's activation was tested on a generator and the device passed initial, button (each button was tested 10 times), and pedal testing. The device's ability to cut and coagulate was tested using the same generator with min and max settings of 3 and 5 respectively and liver as the test medium. The device passed all cut and coagulation testing. Cutting/coagulation effectiveness is related to various factors such as, but not limited to, power level (generator settings) and surgical technique. Sss instructions for use state, "use a higher power level for greater tissue cutting speed and a lower power level for greater coagulation. The amount of energy delivered to the tissue pad and resultant tissue effects are a function of numerous factors including power level, blade characteristics, grip force, tissue tension, tissue type, pathology, and surgical technique." A review of the lot control sheet for the reported device serial number indicated the device passed all inspections prior to release from sss. This report is being filed as a malfunction due to sss being in a 2 year reporting cycle due to MDR report 1056128-2011-00017 where an additional procedure had to be performed due to a vessel not being sealed during the original procedure, even though there was no patient injury in this event. The reported event is not occurring more frequently or with greater severity than is usual for the device.